Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) of 2006. A type I lesion was located in the left carotid artery. The lesion length was 5mm and the reference vessel diameter was 5mm. There was 85% stenosis as measured by nascet. No thrombus, no ulceration, no dissection and no pseudo-aneurysm were present. There was 1+ calcium and moderate target vessel tortuosity. The carotid wallstent monorail used had a diameter that was 5mm and the length was 30mm. No cerebral protection was used. There was a comment, "additional laft cca stent was performed". A non-bsc balloon catheter was used during the pta procedure. A heart rhythm stimulant, atropine 0.5 ui was used. A vasodilator was not used during the procedure. There were no peri-operative events. The procedural results included successful placement of the stent at the intended site. The procedure was technically successful. Residual stenosis was 0-29%. Post-procedure, clinical assessment morphological outcome note the carotid stent was patent. The patient was asymptomatic. There were no complications less than 24hrs after the procedure. The patient had a six month follow-up in (B)(6) of 2006. The patient was asymptomatic and the carotid stent was not patent. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. There were no complications since the last visit.